Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), implanted: (B)(6) 2017, explanted: unknown, ubd: 20-jan-2018, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), implanted: (B)(6) 2017, explanted: unknown, ubd: 20-jan-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that after implant, the position of the chest where the extension was implanted was infected. Both extensions and the ins were explanted. It was unknown if there was more than a 50% reduction in symptoms. Effective measures had not been taken and troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID, serial#(B)(4); explanted: (B)(6)2019. Product type extension. Explant dates approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.